Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the right ventricular lead had a steadily increasing capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.